Manufacturer narrative:
On (B)(6) 2025 it was reported that the device that had the type 1b endoleak on the left was a william cook australia zenith fenestrated aaa endovascular graft distal bifurcated body. Therefore, the event is now not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
D6a: implant date - approximately 10 years ago. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded during a reintervention procedure. The patient had undergone a procedure approximately ten years ago where a william cook australia zenith fenestrated (zfen) device had been placed. On (B)(6) 2025 the patient underwent a reintervention procedure to treat bilateral type 1b endoleaks. One side was embolized and extended into the external iliac. One the other side an attempt was made to seal in the common iliac artery with a plan to use a cook iliac branch device later if needed, as this was not the emergent side. It was reported one side "went down". The physician attempted to salvage and open but was unsuccessful. A femoral-to-femoral bypass was completed and was unsuccessful. Another bypass (type unknown) was completed. The end result was an above the knee amputation. Initially, the patient's blood work did not show the patient to be heparin induced thrombocytopenia positive (hit). However, it was later confirmed the patient was hit positive. The patient was not doing well when the cook representative attempted to get details on the course of events. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The focus of this report is the type 1b endoleak on an unknown device placed on the left side approximately 10 years ago in a fenestrated endovascular aortic repair (fevar) that required reintervention on (B)(6) 2025. Additional reports under manufacturer reference numbers (B)(4) will be submitted for this patient.